Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), after 8 shocks were delivered to the patient, on the 9th shock an arc was heard coming from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed 9 total discharges and evidence of CPR being performed. All discharges were within specification based on the measured patient impedances. The last discharge measured 199 ohms, resulting in the highest amount of energy delivered of 306.40 joules. The log suggests the patient impedance was increasing which is consistent with poor coupling. We suspect CPR and the patient being wet are contributors. The electrode pads were not available as part of this investigation. No trend is associated with reports of this type.